Event description:
Event description boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations aganist device malfunction. New information received indicates that this device was explanted due to normal battery depletion. At the time of explant there were no product performance allegations. The device was placed on legal hold.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation identified that this device did not meet estimated longevity. The device was then placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for detailed analysis. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.